Manufacturer narrative:
(B)(4). This complaint for was not confirmed and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding air bubbles in the patient line, which occurred on the homechoice (hc), during use during the initial drain. The home patient (hp) stated they had already disconnected themselves. The baxter technical service representative (tsr) assisted the hp to end therapy and informed them to start over using new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2011 regarding the reported problem. The hp stated that they were connected in initial drain, noticed the air in the patient line, and then disconnected and started over with new supplies. The hp did not have any idea how the air entered the lines. The hp was not sure if it was due to operator's error or it was a flaw in the disposable items. The hp did make the registered nurse (rn) aware of the issue. The hp discarded all the supplies but provided the lot number information for the cassette (h11b17114). The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation could be performed, and the assignable root cause could not be determined. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.